Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure the patient experienced syncope and bradycardia. The right ventricular (rv) lead exhibited high and increased thresholds and loss of capture. The lead was explanted and replaced with a longer lead. No further patient complications have been reported as a result of this event.